Event description:
It was reported that the patient had a fall and landed strongly at the implant site. The patient experienced a burning sensation on site of implant that runs through the back and legs. It was suspected that due to fall, the lead extensions were fractured. No imaging was taken yet.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-3138-55. Serial number: (B)(6). Batch/lot number: 16954432. Model/catalog description: lead extension kit, 55cm. Unique identifier (UDI): (B)(4).